Manufacturer narrative:
Supplemental report to provide related manufacturer report no: 2015691-2024-00986.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from march 2011 and march 2023. For this reason, the first day of the reported study period 01-march 2011 was used as the occurrence date. In this case, the exact valve model number is not available. The article noted the sapien xt or sapien 3 transcatheter heart valves were used. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p130009 - edwards sapien xt transcatheter heart valve; and p140031- edwards sapien 3 transcatheter heart valve. This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Considering this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by ew, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive and relative patient and procedural factors were not provided. However, it may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Article reference: el beze n, himbert d, suc g, brochet e, ajzenberg n, cailliau a, kikoine j, delhomme c, carrasco jl, ou p, iung b, urena m. Comparison of direct oral anticoagulants vs vitamin k antagonists after transcatheter mitral valve replacement. J am coll cardiol. 2024 jan 16;83(2):334-346. Doi: 10.1016/j.jacc.2023.10.031. Pmid: 38199711. H3 other text: article reporting, no indication of device explant.

Event description:
As reported, through review of medical article " comparison of direct oral anticoagulants vs vitamin k antagonists after transcatheter mitral valve replacement", corresponding author marina urena, the following events were identified as pertaining to an edwards device: one patient underwent a mitral valve replacement procedure with an unknown sapien valve. The patient passed away eighteen days after this procedure due to bacteremia and infectious endocarditis. The purpose of this study was to compare bleeding and thrombotic events associated with direct oral anticoagulants (doacs) or vkas in a prospective cohort of tmvr patients. Among 186 patients who underwent tmvr at our center between march 2011 and march 2023, a total of 156 patients were included.